Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the front right electrode. During a follow up the patient reported that she told her doctor about the rash and that he told her to remove the device. The patient reported that she had metal allergies. The patient ended use of the device. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.